Event description:
The cortrak was inserted on night shift. The kidney ureter bladder x-ray (kub) result showed the tube in the duodenal bulb. The md okayed its use and the stylet was removed. The rn noted a 90 degree kink in the stylet wire that was located at the distal one-half end. Thereafter, the rn tried twice to inject air but there was too much pressure. The rn called the radiologist. The dr reported there was a kink in distal end of the tube on the kub. The practitioner attempted to pull the tube to the stomach to possibly relieve the kink was unsuccessful and the feeding tube was removed.